Event description:
The customer reported that the system locked up and displayed communication error. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The coin battery was evaluated and replaced. The gib nodes were reflashed. The system was tested and found to be working as intended and put back into service.